Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction could not be evaluated due damaged usb pins.

Manufacturer narrative:
The t:slim pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer over corrected via pump bolus for carbohydrates consumed. The customer's blood glucose was 44 (mg/dl) and the customer drank juice to address bg. Subsequently, while attempting to delivering another bolus the customer alleged the pump calculated the bolus value incorrectly. Reportedly, the customer did not deliver the bolus. Although requested by tandem technical support, the customer declined to review the pump history. Reportedly, the customer's bg returned to target.